Event description:
A ring lock error occurred that required that recovery be initiated in svc mode. The procedure was incorrectly performed by the fse resulting in head 2 swinging freely. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.